Event description:
The pt is reportedly experiencing intermittencies with his internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that the device is not functioning. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.